Manufacturer narrative:
E.1. Initial Reporter Facility: (b)(6) MEDICAL CENTER. A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 20-FEB-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. PART ANALYSIS: The reported condition of ES 4W Pyxis machine aux drawer 2.2 keeps failing making the whole drawer unusable¿ was confirmed during FSE testing and subsequently confirmed in the DCHU inspection process. The device was initially evaluated by the Field Service Engineer (FSE) according to Work Order (b)(4), the FSE performed an initial inspection and identified that auxiliary drawer 2.2 had failed and was reported as device not detected on bus. The rear of the drawer was inspected, and the individual drawer board appeared to have been previously disturbed. The FSE replaced the retractor band; however, the drawer was still not detected in the Hardware Test Application (HTA). The Pyxis bus module control board was then replaced, after which the drawer was tested again in HTA and was successfully detected and passed all tests without issue. During DCHU Visual Inspection: P/N 353844-01: was received with copper strands in contact with adjacent copper strands. P/N 151630-01: the part showed no signs of physical damage, fluid ingress, loose or missing components. During DCHU Testing: P/N 353844-01: the testing from DCHU was not necessarily due to the thermal damage observed on copper strands during the visual inspection. P/N 151630-01: passed the DMM and HTA testing. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE: The root cause of the complaint of "ES - 4W Pyxis machine aux drawer 2.2 keeps failing" detected on bus" making the whole drawer unusable" was due to crossed continuity between adjacent copper strands of the "ASSY RETRACTOR DWR HH CUBIE" (P/N 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, the drawer 2.2 was failing. As per part investigation, it was that determined that adjacent copper strands of the ASSY RETRACTOR DWR HH CUBIE led to observed thermal damage. However, there was no delay to patient care and no adverse events or injuries reported based on this incident.